Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had groove in the display. Customer's blood glucose level was 95 mg/dl. Customer states they had difficulty reading the screen. Customer reports damage on the insulin pump. The customer was advised to discontinue use of the insulin pump and need to be replaced and to revert to the back-up plan. The insulin pump will not be returned for analysis.